Event description:
It was reported that the right atrial lead exhibited a gradual decrease in impedances. The lead was capped and replaced during a pulse generator change out. The patients condition was very good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.